Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had multiple unexpected restart error. The customer blood glucose level was 13 mmol/l at the time of incident. It also reported that the insulin pump received unexpected restart error after battery change. The customer was advised that insulin pump will need to be replace. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the unexpected restart error test and displacement test. No unexpected restart alarm anomaly noted. Insulin pump had cracked reservoir tube lip and minor scratched display window.